Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. There was no report or allegation from the customer of a deficiency of the davinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. If additional information is received, a follow-up MDR will be submitted. A site complaint history review was conducted and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted on (B)(6) 2021 for a procedure on (B)(6) 2021 on system (B)(4). While there was one system message after following mode stating, in part, sterile adaptor sensor missing on usm4, there were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality during the recorded 185 minute (3.08hr) procedure. A review of the instrument logs was also performed. While not all reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments. An isi field service engineer (fse) investigation has been completed. The fse confirmed with the customer that the issue was resolved. The fse explained to the customer that the set up joint (suj) was at the limit and to prevent it from getting stuck, the customer should move the system arm from hard stop. No site visit was required and the system is in use. There was no allegation or evidence of a product issue that would be classified as a malfunction but the described event meets the criteria of a reportable adverse event as there was an unintentional bladder injury which required intervention to suture repair the bladder during the same procedure. At this time, the root cause of the reported event is unknown.

Event description:
During a da vinci-assisted hysterectomy procedure, the patients bladder was injured. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) from outside the operating room to report an issue with arm 2; the customer stated that arm 2 was blinking yellow and that they were getting a system message that the arm was at its rotational limit. As the customer undocked the system and pulled away from the patient, the system arm corrected itself without the staff having to do anything. The customer redocked the system and the procedure continued as a 3 arm set up. This is when a resident surgeon noticed that the patients foley catheter bag was filling up with air from co2 in the abdomen and the surgeon discovered that the patients bladder had been inadvertently nicked; resulting in an inadvertent cystotomy which required assistance from a urology surgeon to suture close the 1cm bladder injury during the same procedure by using two robotic needle driver instruments. The patient was reported as doing well post-operatively and there has been no report of post-operative complications.